Event description:
New information received indicates that the right atrial lead exhibited high threshold. The lead was explanted and replaced. The patient was stable.

Event description:
Related manufacturing reference number: 2017865-2023-16387. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) and right atrial lead exhibited high capture threshold. It was also noted the patient was experiencing muscle stimulation from the right ventricular lead. Programming changes were made. The patient was in stable condition.